Event description:
It was reported that electrical replacement indicator occurred in (B)(6) 2010, and that battery voltage and impedance were within normal limits. It was also reported that the patient had a computed tomography (CT) scan in (B)(6) 2010 and does not recall any recent exposure to high level electromagnetic interference. The device was reprogrammed successfully. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that electrical replacement indicator occurred in (B)(6) 2010, and that battery voltage and impedance were within normal limits. It was also reported that the patient had a computed tomography (CT) scan in (B)(6) 2010 and does not recall any recent exposure to high level electromagnetic interference. The device was reprogrammed successfully. It was also reported that the patient presented saying feeling like the pacer went to vvi 65, which it did. It was further reported that the device hit early eri two to three times. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed battery depletion was indicated. Elective replacement indicator was tripped on (B)(6), 2010 and no power on resets were recorded. Evaluation summary (B)(4): the device was returned to the manufacturer and analyzed and the hybrid was out of specification-electrical.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed battery depletion was indicated. Elective replacement indicator was tripped on (B)(6) 2010 and no power on resets were recorded.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the performance data collected from the device was analyzed and revealed battery depletion was indicated. Elective replacement indicator was tripped on (B)(4) 2010 and no power on resets were recorded. Functional testing had numerous output anomalies, as well as abnormal lead impedance measurements and high current drain. The high current drain was shown to be related to pacing as it only occurred when pacing loads were inserted. The device was submitted for final functional testing but no function test system was available. No conclusions can be drawn about the integrated circuits, and no additional analysis was attempted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed battery depletion was indicated. Elective replacement indicator was tripped on (B)(6) 2010 and no power on resets were recorded. Correction: adverse event flag, date of death, device available, device code.